Event description:
It was reported that the 512sd was used during a not reported procedure. It was reported by the affiliate that the activator button doesn't work. There was no consequence to the pt.